Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to non-physiologic noise oversensing. Technical services reviewed the episode and believed the noise appears related to the sense b node issue. Provocative maneuvers were able to reproduce the noise suggesting a system impairment. X-rays were performed and the s-ICD appeared slightly rotated. The s-ICD system sensing vector was reprogrammed to secondary, and the noise was no longer reproduced. As sensing appeared adequate after this change, the patient was sent home and will continue to be monitored. This implantable electrode remains in service and no adverse patient effects were reported.